Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient information verification form that this patient's lead failed which may have caused or contributed to the patient's death on (B)(6) 2013. The patient's device history was significant for a replacement of the boston scientific device on (B)(6) 2013 due to normal battery depletion. The explanted device was replaced with a competitor device and the chronic boston scientific right ventricular (rv) lead remained in-service.